Event description:
The user facility reported a 34-year-old male was implanted with an impella 5.5 as a bridge to heart and kidney transplant. The nurse reported increase in purge flow, reduced purge pressure and visible leaking from filter in y-connector. After 56 days of support the purge line cracked and was successfully troubleshot. The pump remained on for support. No lasting harm or injury. The pump was explanted after 72 days.

Manufacturer narrative:
The investigation into the reported purge leak has been completed. The medical center returned the product. The root cause of the increased purge flow and reduced purge pressure was the cracks in the y connector. The root cause of the cracks in the y connector was product malfunction. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.